Event description:
Pt was revised due to fracture of tibial stem at the stem/sleeve junction. Poly wear of the insert was noted intraoperatively.

Manufacturer narrative:
The depuy warsaw material scientist examined the submitted devices and confirmed fracture of the tibial base, rather thant the modular tibial stem extension as initially reported. Device history records for the s-rom modular tibial base were not available to be reviewed, as the lot number was unk. Fracture of the tibial base occurred due to fatigue. The investigation was unable to identify the root cause of the fatigue. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.